Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: pain and lytic lesions under acetabular component update nov 17, 2017: kennedys email notification received. There is no new information. This complaint was updated on: nov 21, 2017.

Manufacturer narrative:
Asr revision asr xl - right reason(s) for revision: pain and lytic lesions under acetabular component update nov 17, 2017: (B)(6) email notification received. There is no new information. This complaint was updated on: nov 21, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.